Event description:
Customer reported that the drain did not drain. Drain was removed and replaced. Event occurred during surgery. No adverse pt consequences.

Manufacturer narrative:
Conclusion: the eval of the returned actual device indicates that excessive adhesive was used during the assembly of the flute section of the connector operation.